Event description:
A confirmed pump motor stall was reported with no motor stall recovery. Per the reporter, there was no recent MRI. No troubleshooting was done. The hcp decided that the pump was old enough to be replaced and did not want to waste time and money on troubleshooting since it was spontaneous stall. The pump was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.